Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error "--- code". On thursday, (B)(6) 2013, customer tested her blood glucose about 8am and got a result of hi, which on the system indicates a result in excess of 600 mg/dl. Customer does not recall how she felt at that time. Customer states she tried to test later that day but got the "code ---" message. Customer does not recall when she tried to test. Customer's son found her passed out and called the emts at approximately 3-4pm. Customer does not know what the test on the emts meter was or the treatment they gave her, she just knows they were sticking her. At the hospital, her blood glucose was 1000 mg/dl. Customer was admitted and treated for dka with lots of fluids and unspecified ivs, released (B)(6) 2013. The device error was resolved through troubleshooting with manufacturer's product support agent. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.